Event description:
It was reported that the ilet device¿s touchscreen cracked and became unusable, after which the user could not unlock the device to announce meals. Symptoms included no injury. Outcomes included no clinical impact requiring medical intervention and continued device unavailability for meal announcements. Investigation included a review of the device history record, complaint history, and a request for product return and evaluation. Investigation of this case revealed physical damage to the touchscreen consistent with a broken or cracked display. It was concluded that the event was due to device damage unrelated to manufacturing or design.